Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci radical abdominal hysterectomy, bilateral salpingo-oophorectomy, pelvic and periaortic lymphadenectomy procedure on (B)(6) 2009 for stage-1 squamous cell carcinoma of the cervix and adenocarcinoma of the endometrium. Isi was provided with the operative report. Additional information provided included: two discharge summaries and the encounter report at readmission. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The abdominal part of the operation was initiated with creating a pneumoperitoneum using the veress needle. Dissection of the lateral ligaments, mobilization of the ovaries and division of arteries was carried out using cautery instruments. The uterus was resected circumferentially with electrocautery, the specimen removed transvaginally and the cuff closed with running 2-0 vicryl and the lapra-ty device. Bilateral pelvic lymphadenectomy was performed using electrocautery. Fibrillare was placed in the retroperitoneal dissection spaces for good hemostasis. The postoperative course was marked by urinary hesitancy and transient fever, which responded to medical management. The patient was discharged on (B)(6) 2009. On (B)(6) 2009, the patient started having fever spikes up to 102.9 f, increasing pelvic tenderness, abdominal pain, nausea, and urinary incontinence and was seen at the ER of a secondary hospital. A CT scan revealed a 9 cm fluid collection in the left pelvis and laboratory workup showed an elevated white count. On (B)(6) 2009, the patient was readmitted to the hospital of primary surgery: the abscess was treated with IV antibiotics and drained successfully by radiology. No fistulas to the urinary tract were identified. On (B)(6) 2009, the patient was discharged after marked overall improvement. No further information was provided.